Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specification event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer's ref number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported by pt's counsel that the pt was implanted an allofit alloclassic shell 50/hh on the left side on (B)(6) 2014 and experienced pain, difficulty, injuries, and elevated metal levels. It was reported that these symptoms necessitated revision surgeries, but revision surgery dates were not provided. It is unk if a revision has already taken place or not.